Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump was damaged. It was reported that said she went swimming on saturday and afterwards pump was not responding any more at all. Said when she went to replace battery the battery compartment was full of water, also the reservoir compartment. She dried it and replaced battery with new one but it was not going on at all. Said there is no damage. The insulin pump will be returned for analysis.